Manufacturer narrative:
Additional data: h6: health impact: additional surgery: 4625: cataract surgery, iol implanted. H6: device code: 1494: this lens model is contraindicated for patients with age more than that of 45 years. Corrected data: b5: the reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+3.0/093 (sphere/cylinder/axis), within the same surgery due to the development of an anterior subcapsular/cortical cataract. Cataract surgery (phacoemulsification) was performed the next day and toric iol was implanted. The patient is doing well. The cause of the event was due to user error (the eye was too soft and patient squeezed when the incision for icl was made, cutting the anterior capsule, which induced the cataract). Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+3.0/093 (sphere/cylinder/axis), within the same surgery due to the lens flipped in the eye. The backup lens was implanted. Additional information has been requested but none has been forthcoming.